Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate shocks due to atrial-driven arrhythmia. The patient exhibited rapid atrial fibrillation (af) with a heart rate exceeding 150 bpm (beats per minute) resulting in rapid ventricular response (rvr). While the device appropriately withheld therapy within the ventricular tachycardia (vt) zone, the rvr resulting from the af led to a transition into ventricular fibrillation (vf), prompting the delivery of three inappropriate shocks. The patient was hospitalized in response to this event. A routine follow-up appointment will be scheduled to reassess the patient's medication regimen and potential reprogramming of the device. At this time, this device remains in service and no additional adverse patient effects were reported.